Manufacturer narrative:
Reference: (B)(4) implant date: approximately (B)(6) 2017. Explant date: approximately (B)(6) 2017. Customer has indicated that the product will not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two weeks following the implantation of a locking prosimal femoral plate, a locking cortical screw fractured. The patient underwent additional surgery to correct the fractured screw. Attempts have been made and additional information on the reported event is unavailable at this time.